Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: (B)(6) 2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to a biopsy, allegedly a round transparent plastic piece was found. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required, however requested. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one sealed monopty device and two electronic photos were provided for evaluation. Based on the photo review, a transparent plastic within the packaging can be confirmed. The monopty device was returned sealed within the tyveck packaging and a small, round transparent plastic was noted to be free floating within. No visual anomalies were noted to the device. The transparent plastic was removed from the packaging and aligned with the hanging tab hole of the packaging tray, thus confirming the transparent plastic to be part of the packaging and not foreign material to the device. Therefore, the investigation is unconfirmed for the reported misassembled device and foreign material issues. Furthermore, the investigation is confirmed for a packaging issue, as the transparent plastic tab was found within the sealed packaging. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that prior to a biopsy, allegedly a round transparent plastic piece was found. There was no patient contact.